Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2021. Customer's blood glucose value was 1000 mg/dl at the time of the incident. Customer's current blood glucose level was 382 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer stated that the symptoms related to high blood glucose such as confusion. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the pump was lost while in the hospital. The device will not be returned for analysis.